Event description:
The patient has 2 scs radio frequency systems: cervical and thoracic. It was reported the patient lost stimulation in relation to her scs receiver in the thoracic area. It is unknown when the stimulation was lost the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Concomitant products: model 3186 (2), scs lead, implant date: unknown. Model 3382 (2), scs extension, implant date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.